Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui), cystocele and implanted with a prefyx device on (B)(6) 2007. As reported by the patient's attorney, on (B)(6) 2012, the patient underwent a "sling replacement" procedure with a non-boston "scienfic" device due to a diagnosis of genuine sui. Boston scientific has been unable to obtain additional information regarding the event to date.